Event description:
The customer reported that the battery is not charging and the unit does not works on battery. Also burning odor was observed on the power supply. The customer reported the unit was not in use on patient.